Event description:
During a pta to a dialysis shunt, the balloon burst circumferentially. The burst unit was removed from the patient in its entirety. The lesion length was 3cm and the reference vessel diameter was 10mm. The balloon appeared perfect during pre-use inspection and no anomalies were noted during prep. The balloon was inflated to 11 atmospheres during use, which is above the rated burst pressure for this product. There was no report of any adverse conseqences to the patient. As per the reporting affiliate, no add'l pt or procedural info is available.